Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Plunger head was cracked by all screws. No damage on top case. No damage on bottom case. Error history log review found a force sensor bridge test error. The root cause of the reported issue was found to be the force sensor cable was damaged. Actions were taken to mitigate the reported issue: replaced force sensor, also plunger cable as a preventative measure.